Event description:
It was reported that the patient presented in the operating room for lead revision due to high capture thresholds. High impedance was found. Externalized conductors were observed via fluoroscopy. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due delay in receiving paperwork.